Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI : (B)(4) current repair product evaluation product review of the electric dermatome serial number (B)(6) by chemtronics on 6 may2020 revealed that the sleeve bearings, screw, spring seal, retaining ring, plug, seal/strain relief, and switch needed replacement. Product repair of the device was performed by chemtronics on 22 june 2020 which included replacement of the following: sleeve bearings, screw, spring seal,retaining rings, plug, seal/strain relief, and switch the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It as reported that there was a problem with the cable, kinks and cuts. During surgery but before the procedure began the product was opened and the cord was found broken with split wires on view. There was a slight delay to begin the procedure to obtain an alternate device. There was no patient harm or injury.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental / final medwatch will be filed.

Event description:
It as reported that there was a problem with the cable, kinks and cuts. No adverse events were reported as a result of this malfunction.